Manufacturer narrative:
Side control brake/steer rod.

Event description:
It was reported by service report that the side brake steer pedal rod broke and there were sharp edges. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.